Event description:
The hospital reported that they were transporting and manually resuscitating a patient when the duckbill valve and retaining ring dislodged inside the resuscitator bag. The patient was immediately placed on a ventilator with no reported harm.